Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt sn (B)(4) has been completed. Upon evaluation, there was an open white pulse wire inside the trunk cable. The cause for the test failures is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the te recognition and hipot tests. The last patient to use this belt did not report any deficiencies.